Event description:
Same patient/event: medwatch#3004721439-2021-00064.3

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: signs of mold in the pediatric prechamber. No defects. Permeability test: the test showed that the pediatric prechamber is permeable. Results: based on our investigation results, we cannot identify a "blockage" of the prechamber. At the time of the investigation, it was not clear to us how the mentioned functional impairment occurred. No functional deviations were detected. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The product met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Investigation on-going. Investigation results will be provided in a supplemental report.

Event description:
It was reported that a progav 2.0 shunt system (part # fv035t) was implanted in (B)(6) 2020. According to the complainant, the shunt system was believed to be clogged. The patient underwent a revision procedure. The complaint device was returned for evaluation. No patient complications were reported as a result of the revision procedure on (B)(6) 2021. Patient informations: age y: (B)(6) month. Height cm: (B)(6). Weight kg: (B)(6). Same patient/event: medwatch#3004721439-2021-00064.